Event description:
It was reported that patient experienced pain at the ipg site, causing the patient to stop charging their ipg. In turn, the ipg became inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced and the pocket location was also moved. Postoperatively, the issue has reportedly resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information revealed that patient was unable to charge the ipg due to connection issues, not due to pain at the ipg site. The ipg was explanted and replaced. Postoperatively, patient has effective therapy,